Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that two buttons on the insulin pump are sometimes unresponsive. The patient's blood glucose at the time of incident was 126 mg/dl. The customer does not recall any significant events leading to the keypad issues. Troubleshooting was initiated for the keypad anomaly, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The pump also had a cracked reservoir tube lip, minor scratches on the display window, and a cracked case at the display window corner.